Event description:
The customer reported the nurse's station sounds inconsistently when the alarms are in use with the nurse call cables. This was discovered during use; however, the customer could not provide the date of the event. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the product found that the nurse call indicator light at the nurse call test fixture does not turn on and off when the nurse call cable is in use with a known good alarm. The nurse call cable was opened and it was found to have a broken ground wire. The posey warning label is missing and there are scuff marks on the nurse call cable. See scanned page. (B)(4).